Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and was unable to verify the reported issue.  As a precaution, the system pcb assembly was replaced and proper device operation was observed through functional and performance testing.  The device has since been returned to the customer for use.  Physio-control has not received the device for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, the display on their device reportedly went blank following the delivery of a defibrillation shock. The customer was unable to provide details on whether or not they had to restore power to the device, but a review of the device keylog file indicates that the device experienced an unexpected loss of power. The customer indicated that the local fire service was on scene first and was able to deliver four (4) defibrillation shocks with their device. Onece the customer arrived, they connected this device and after the defibrillation shock, they experienced the screen blanking issue. The customer indicated that they believed that 3 total shocks were delivered, but the electronic keylog record shows only one shock delivery. Following the reported issue, the customer decided to end treatment due to the patient's condition, although they did have a backup device immediately available. The patient did not survive the reported event. The customer advised that they believe the patient's death was not related to the use of this device or the reported device issue.

Manufacturer narrative:
The third party service agent evaluated the device and was unable to verify the reported issue. As a precaution, the system pcb assembly was replaced and proper device operation was observed through functional and performance testing.  The device has since been returned to the customer for use. Physio-control has not received the device for evaluation. The cause of the reported issue could not be determined. The third party service agent evaluated the device and was unable to duplicate the reported issue. As a precaution, the system pcb assembly was replaced and proper device operation was observed through functional and performance testing. The device has since been returned to the customer for use. Physio-control has not received the device for evaluation. The third party service agent provided physio-control with the electronic records from the event for review. Through analysis of those records, physio was able to verify that the inappropriate loss of power occurred; however, the cause of which could not be determined.